Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex biliary fully covered stent was to be implanted to treat a 2cm benign stricture in mid common bile duct (cbd) during a stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was not tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the stent was successfully deployed. However, it was observed that the stent did not expand after being fully deployed. Reportedly, the physician waited 2 to 3 minutes to check for stent expansion; however, under fluoroscopy, stent expansion was not observed. The physician removed the stent with the delivery system and guidewire by withdrawing the delivery system through the scope. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.